Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged acute respiratory distress syndrome and fluid build up. The fluid keeps her lungs from filling with enough air. It deprives her organs of the oxygen they need to function. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer was unable to download device's event logs. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Manufacturer awareness date has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged acute respiratory distress syndrome and fluid build up. The fluid keeps her lungs from filling with enough air. It deprives her organs of the oxygen they need to function. There was no report of patient harm or injury. The device was returned and the manufacturer could not confirmed particles in air path and foam degradation during device evaluation.